Event description:
Subsequent information indicates that the patient was seen for a lead revision procedure. The lead was explanted and replaced. There were no adverse patient effects reported. The lead is to be returned for analysis.

Event description:
The lead has been returned for analysis.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right atrial lead displayed a decrease in sensing and a rise in pacing impedance. Loss of myocardial capture was also observed. The patient underwent fluoroscopy where the lead was determined to have dislodged. The patient was scheduled for a lead revision procedure in the coming weeks. There were no adverse patient effects reported. As of today, the lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.